Event description:
The caller stated that a hosp nurse had used a glucolet2 lancing device on a newborn. After obtaining a blood sample, the needle failed to retract inside the protective cap and the nurse was stuck by the used lancet. No other info was provided about the incident. No product will be returned.

Manufacturer narrative:
Lancing devices are not sterilized or assigned lot numbers, so it is not possible to determine a MFR date.